Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing investigation was performed for the subject device. The subject drill bit was received in a slightly bent and worn condition. The cutting edges of the device are worn. The device is not broken. The device history record review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was measured and the dimensions are within specification per the associated product drawing. No manufacturing-related issues were identified. The worn and bent condition of the subject device is likely due to wear and tear during use. The device was manufactured on mar 10, 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reports an event in (B)(6) as follows: it was reported that while the surgeon was attempting to drill the distal holes (levels f and g) during a short multilock humeral nail (mhn) procedure to treat a proximal humeral fracture on (B)(6) 2016, the drill bit interfered with both nail holes. Eventually, the surgeon managed to adjust the aiming arm and drill sleeve for drilling and was successfully able to insert the screws. The surgery was extended for five minutes due to the reported event. There was no adverse consequence to the patient. This report is 3 of 11 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 11 for (B)(4).